Event description:
The customer reported an intermittent x-ray disables error message. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
The ge service representative performed an onsite investigation. The ps2 and ps3 power supplies were evaluated and reseated. The system was tested and found to be working as intended and returned to service.